Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy procedure, the device was unable to be fired, handle was unable to be squeezed even when the green button was pressed. A new device was used in order to complete the case. No patient injury.